Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that during a generator-changeout procedure there was a noted discrepancy in threshold and impedances between the analyzer and the device, and the pacing impedance and thresholds increased on the right ventricular lead. It was also noted that the patient was hypoxic during that time. It was further reported that the patient alert was triggered due to high impedance and the patient had a non-sustained ventricular tachycardia episode due to noise. It could not be determined whether the noise was due to fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.